Event description:
At the end of procedure after successfully implanting an epicardial lead, the physician noticed a loss of capture. The physician elected to reprogram the device keep the patient in the hospital to be monitored. The next day, review of the fluoroscopic noted lead dislodgement. Hence, the lead was successfully repositioned with no consequences to the patient.